Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had coiled and had high impedances. Surgical intervention took place in which the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event for high impedances was confirmed. As received, the lead was complete, but cut. The lead was returned cut, as a result of the explant procedure. Microscopic inspection of the lead for channels 1-8 revealed, channel 1 was broken 25.0cm distal to the stimulation end. Microscopic inspection of the lead for channels 9-16 revealed, all wires were broken 24.0cm distal to the stimulation end. The broken wires are consistent with an overstress condition, the lead was subjected to while in vivo.